Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Concomitant medical product: liner and shell with plastic barrier 44 mm i.d. 54 mm o.d. Do not remove ceramic liner do not reposition cup after final seating; catalog#: 00151505444; lot# 62227925. Therapy date: unknown. The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted on an unknown side and at the seven year visit the patient was diagnosed with supra acetabular cavity osteolysis. CT scan and evaluation of inflammation from esr and crp done. Serum titanium levels and a joint aspiration to obtain samples for cultures, cell count and metal ion levels to be performed.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Additional information was received on dec 16, 2020. The manufacturer received x-rays and other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and at the seven year visit the patient was diagnosed with supra acetabular cavity osteolysis. CT scan and evaluation of inflammation from esr and crp done. Serum titanium levels and a joint aspiration to obtain samples for cultures, cell count and metal ion levels to be performed. The surgeon is waiting for the results of titanium levels and the MRI to rule out adverse local tissue reactions.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported the patient had an initial left tha on (B)(6), 2013. At the seven-year visit, on (B)(6), 2020 the patient was noted to have supraacetabular cavity osteolysis and radiolucency. Harm: s2 - bone resorption and/or osteolysis not leading to revision hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - operative information notes from the initial surgery dated (B)(6), 2013: the notes have been reviewed, however no conspicuous findings relevant to the reported event have been identified. There were no intraoperative complications noted. - x-rays: several preoperative and postoperative x-rays, as well as postoperative follow-up x-rays with intervals of 3 years, 5 years and 7 years were received. Additionally, CT-scans were received. Along with these x-rays, an email response from dr. Angel del rio mangada (surgeon) has been received, in which he is the sme and states an acetabular inclination angle: 34 degrees, index of acetabular version: 16, periprosthetic radiolucency affecting the femoral and acetabular component in relation to prosthetic mobilization. Osteolysis area of 47x25 mm in acetabular wall. No joint effusion. - timeline provided by the nurse review group (hcp), derived from linked complaint (B)(4): review of the received zper with the following findings: - supraacetabular cavity osteolysis confirmed by CT. - esr and crp ¿ normal. - joint aspiration and metal ion levels to be conducted. Review of the following received email (B)(4) external re: adverse event report email with the following findings: - acetabular inclination angle: 34 degrees. - index of acetabular version: 16. - periprosthetic radiolucency affecting the femoral and acetabular component in relation to prosthetic mobilization. Osteolysis area of 47x25 mm in acetabular wall. No joint effusion. - no evidence of infection or elevated metal ion levels based on provided lab information. Review of the received (B)(4) MRI results (B)(6) 2021 translated.pdf with the following findings: - MRI of both hips performed, uncemented bilateral total hip prosthesis - periprosthetic osteolysis in left acetabulum, findings compatible with granulomatous reaction/fluid reactive synovitis 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported the patient had an initial left tha on (B)(6), 2013. At the seven-year visit, on (B)(6), 2020 the patient was noted to have supraacetabular cavity osteolysis and radiolucency. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Medical records were provided and reviewed by a healthcare professional. During the patient's seven year visit, supraacetabular cavity osteolysis was confirmed by CT. However, the patient is completely asymptomatic and satisfied with the result of the surgery. Periprosthetic radiolucency affecting the femoral and acetabular component in relation to prosthetic mobilization was also identified. No potential correlation between the reported event of supraacetabular cavity osteolysis and the biolox head or the fitmore stem could be identified. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0001822565-2020-04149- 2 (zimmer biomet, inc.). 0009613350 -2020 -00619- 2 (zimmer switzerland manufacturing gmbh).